Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self test. Insulin pump failed sleep current measurement due to corroded battery tubes. Insulin pump received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack in the long battery compartment. The customer¿s blood glucose level was 3.6 mmol/l. The insulin pump will be returned for analysis.